Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During medical procedure, the loosening of quick lock ring from the targeting arm was noticed. So, the target arm was moved (loose) and proximal drill sleeve was unstable.